Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the sensor was triggering the threshold suspend feature on the insulin pump. Customer advised the sensor is saying their blood glucose is low however; customer customer's blood glucose was 155 mg/dl. Customer's sensor glucose level was 55 mg/dl. Troubleshooting for sensor glucose versus blood glucose was performed. Customer advised the cannula was bent as well. Customer was advised that the two sensors would be replaced and customer agreed to return the product for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor. Performed continuity resistance test and the sensor passed per specifications. Performed bicarbonate buffer test and the sensor passed with accurate readings. Also found the cannula bent. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used.